Manufacturer narrative:
Product was without any defect and working. User error. Maybe user should have consulted IFU to prevent this from happenening.

Event description:
Impression post could not be detached from a dental implant. Implant needed to be removed.